Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the motor was erratic, the control bar was not in the correct position, the unit was out of calibration and the head and control bar were damaged. The unit was recalibrated and the motor, control bar and machined head were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once an evaluation of this device is completed, a follow-up/final report will be submitted.

Event description:
It was reported that the device vibrated cutting the patient, however the cut did not go deep into the patient and risk management was not called. No medical intervention nor additional grafts were needed. No adverse events were reported as a result of this malfunction.